Manufacturer narrative:
Angiodynamics has reached out to the complaint reporter in an effort to obtain details of the event. Currently, the nature of the malfunction and patient complications are unknown. Upon the receipt of further information the investigation will be conducted and a supplemental medwatch submitted with the results. (B)(4).

Event description:
Angiodynamics' legal department received notification from a patient's attorney that a smart port had malfunctioned. The upn and hospital name were provided, but not the nature of the malfunction. A letter with potentially more details is expected.

Manufacturer narrative:
No device history review or ship history review can be performed based on inaccurate information provided. The lot number provided is missing a digit and review of previous lot numbers manufactured for the upn provided did not show any similar looking numbers. In addition, a ship history for the upn provided showed no shipments of that upn to the reported hospital. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "device malfunctioned. " no adverse trend was indicated. Despite multiple good faith efforts on the part of angiodynamics, no additional information regarding this complaint has been forthcoming. Without a sample for evaluation it cannot be confirmed either that the reported port malfunctioned or what could have been the root cause of the malfunction. The directions for use packaged with the port provide information/guidance regarding port placement, maintenance, and removal as well as potential complications. (B)(4).